Manufacturer narrative:
Citation: je young yeon, jong-soo kim, seung-chyul hong, keon-ha kim and pyoung jeon (korea). Cranial nerve palsy after transarterial onyx embolization of non-cavernousdural arteriovenous fistulas. [Conference: 12th asian australasian federation of interventional and therapeutic neuroradiology in conjunction with 5th annual scientific meeting indonesian society of interventional radiology bali indonesia. Conference start: 20160323 conference end: 20160325. Conference publication: (var.pagings). 22 (pp 25), 2016.] Functional neurological deficits such as cranial nerve palsies are known inherent risk of onyx procedure and is documented in the onyx instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review that procedure related complications were encountered in 3 of 70 cases the onyx liquid embolic agent was used for transarterial embolization of non-cavernous dural arteriovenous fistulas (davfs). Of the three patients that experienced cranial nerve palsies. One patient experienced facial nerve palsy after retreatment of a sigmoid sinus davf via the neuromeningeal branch of the ascending pharyngeal artery. The second patient experienced hypogloassal nerve palsy after the treatment of a hypoglossal canal davf, via the posterior meningeal branch of the vertebral artery and the neuromeningeal branch of the ascending pharyngeal artery. The third patient experienced a delayed transient facial palsy after treatment of a tentorial davf via the petrosal branch of the middle meningeal artery. The study evaluated the clinical outcomes of 70 non-cavernous davfs treated after the introduction on onyx. Clinical outcomes were assessed focused on the development of cranial nerve palsy, which occurred in 3 cases between 2009 and 2015. The conclusion was that transarterial onyx embolization is relatively safe and effective for non-cavernous davfs, but it may cause cranial nerve palsy in some patients. No further information is provided in this conference abstract.